Manufacturer narrative:
A review of the mfg paperwork has been conducted. H6: the review of the mfg paperwork verified that this lot met all pre-release specifications. Please see attached list of additional devices implanted in this pt.

Event description:
In 2007, this pt was implanted with gore excluder aaa endoprosthesis. In 2008, imaging revealed a type ii endoleak originating from the inferior mesenteric and lumbar arteries. Contrast was also observed outside of the trunk ipsilateral limb in the right common iliac artery. Images taken about 2 months later, confirmed the endoleaks. A reintervention took place at about 20 days later using an iliac extender component. No further events were reported.